Event description:
Additional information was received from a manufacturer representative (rep) reporting that they do not know the cause of the impedance issue. However, the patient is doing well with therapy control using contact 0 now. X-rays were taken but it was difficult to see if there were any hardware issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had eruption on their therapy. The patient was programmed with c+1-2-. The neurologist reprogrammed to c+0-1-2- and the patient is getting good therapy with his dystonia. X-ray was done. No therapy impedance were done. Electrode impedance performed c0: 930 ohms c1: 3734 ohms c2: 5467 ohms c3: 6041 ohms 01: 3062 ohms 02: 5065 ohms 03: 5428 ohms 12: 3261 ohms 13: 4549 ohms 23: 3321 ohms. The manufacturer representative (rep) stated the other side is fine. It was reviewed that x-ray images were unclear but the impedance looked suspicious.